Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 16-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("first one placed in right tube broke"), pelvic pain ("pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), abdominal pain ("abdominal pain"), back pain ("pain in back / lower back pain"), abdominal distension ("constant bloating / bloating"), ovarian cyst ("large ovarian cyst"), fatigue ("chronic fatigue") and dysgeusia ("metallic taste") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and ovarian cyst. Concurrent conditions included cervical dysplasia, obesity and cervicitis. Concomitant products included hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia (seriousness criterion medically significant), weight increased ("gained weight at an alarming rate / weight gain"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and fatigue (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), urinary tract disorder ("urinary problems"), ovarian neoplasm ("ovarian tumor") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen, surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, device breakage, dysgeusia, dyspareunia, fatigue, infection, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder and weight increased to be related to essure. The reporter commented: weight 170 lb. Some events stopped immediately (metallic taste and bloating) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: confirmed essure device was successfully occluded. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. Concerning the injuries reported in this case, the following one /ones were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality deficit. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 16-may-2018: new event was added: large ovarian cyst. Onset date of post traumatic stress syndrome, dyspareunia (painful sexual intercourse ) was updated to 2012; onset date of red, itchy, bumpy rash, nickel allergy, gained weight at an alarming rate / weight gain, hair loss, metallic taste was updated to (B)(6) 2012; onset date of pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain, abdominal pain, pain in back / lower back pain, constant bloating / bloating was updated to (B)(6) 2012; onset date of bladder problems was updated to (B)(6) 2013; onset date of chronic fatigue was updated to (B)(6) 2015. Essure insertion onset date was updated to (B)(6) 2012. The outcome of abdominal pain, pain in back / lower back pain was updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5057697) on 19-nov-2015. The most recent information was received on 21-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pai") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("very painful during insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), back pain ("pain in back"), arthralgia ("pain in hips"), weight increased ("gained weight at an alarming rate"), abdominal distension ("constant bloating"), fatigue ("chronic fatigue") and infection ("infections"). The patient was treated with ibuprofen and surgery (partial hysterectomy). At the time of the report, the pelvic pain, procedural pain, loss of libido, back pain, arthralgia, weight increased, abdominal distension, fatigue and infection outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, infection, loss of libido, pelvic pain, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality deficit. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the (B)(4) database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 21-sep-2017: legal case, reporter information updated and lawyer added as reporter. Essure start date updated from 2012 to (B)(6) 2012, indication permanent contraception was added. Event infections was added, event persistent pelvic pain was clubbed with previously reported event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 19-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("first one placed in right tube broke"), pelvic pain ("pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse )") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and ovarian cyst. Concurrent conditions included cervical dysplasia, obesity and cervicitis. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("very painful during insertion"). On (B)(6) 2015, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage and dyspareunia (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), back pain ("pain in back / lower back pain"), arthralgia ("pain in hips"), weight increased ("gained weight at an alarming rate / weight gain"), abdominal distension ("constant bloating / bloating"), fatigue ("chronic fatigue"), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), post-traumatic stress disorder ("post traumatic stress syndrome"), rash papular ("red, itchy, bumpy rash"), ovarian neoplasm ("ovarian tumor"), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen, surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, procedural pain, loss of libido, back pain, arthralgia, weight increased, fatigue, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, abdominal pain and complication of device insertion outcome was unknown and the pelvic pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, device breakage, dysgeusia, dyspareunia, fatigue, infection, loss of libido, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder and weight increased to be related to essure. The reporter commented: weight 170 lb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. Concerning the injuries reported in this case, the following one /ones were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality deficit. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events : " bladder problems, urinary problems, dyspareunia (painful sexual intercourse ), hair loss, nickel allergy, ptsd,itchy bumps, ovarian tumor, abdominal pain, metal taste, first one placed in right tube broke, complication of device insertion." Reporter added from pfs . Historical and concomitant conditions are added from medical record . Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 19-nov-2015. The most recent information was received on 28-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("first one placed in right tube broke"), pelvic pain ("pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), abdominal pain ("abdominal pain"), back pain ("pain in back / lower back pain"), abdominal distension ("constant bloating / bloating"), fatigue ("chronic fatigue") and dysgeusia ("metallic taste") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and ovarian cyst. Concurrent conditions included cervical dysplasia, obesity and cervicitis. Concomitant products included hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia (seriousness criterion medically significant), weight increased ("gained weight at an alarming rate / weight gain"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst") and fatigue (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), urinary tract disorder ("urinary problems"), ovarian neoplasm ("ovarian tumor") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen, surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015).essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, device breakage, dysgeusia, dyspareunia, fatigue, infection, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder and weight increased to be related to essure. The reporter commented: weight 170 lb. Some events stopped immediately (metallic taste and bloating) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded . Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2015 - lgsil of cervix. Concerning the injuries reported in this case, the following one /ones were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain') and abdominal distension ('constant bloating / bloating') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite"), dyshidrotic eczema ("dishidrotic eczema") and insomnia ("insomnia") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, insomnia, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event insomnia added. Events of fatigue and dysgeusia downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 28-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("first one placed in right tube broke"), pelvic pain ("pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), abdominal pain ("abdominal pain"), back pain ("pain in back / lower back pain"), abdominal distension ("constant bloating / bloating"), fatigue ("chronic fatigue") and dysgeusia ("metallic taste") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and ovarian cyst. Concurrent conditions included cervical dysplasia, obesity and cervicitis. Concomitant products included hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 3 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), dysgeusia (seriousness criterion medically significant), weight increased ("gained weight at an alarming rate / weight gain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), rash papular ("red, itchy, bumpy rash"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), ovarian neoplasm ("ovarian tumor") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen, surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015), surgery (partial hysterectomy/hysterectomy (full) on (B)(6) 2015), surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, depression, device breakage, dysgeusia, dyspareunia, fatigue, infection, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder and weight increased to be related to essure. The reporter commented: weight 170 lb. Some events stopped immediately (metallic taste and bloating) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully. Occluded hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. Concerning the injuries reported in this case, the following one /ones were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Events onset date was updated. Events: depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 05-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain') and abdominal distension ('constant bloating / bloating') in a 44-year-old female patient who had essure (batch no. A69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite"), dyshidrotic eczema ("dishidrotic eczema") and insomnia ("insomnia") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, dysgeusia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, insomnia, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 discrepancy noted for confirmation test-date: (B)(6) 2013- weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- eczema. Lot number: a69938 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain') and abdominal distension ('constant bloating / bloating') in a 44-year-old female patient who had essure (batch no. A69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite"), dyshidrotic eczema ("dishidrotic eczema") and insomnia ("insomnia") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, dysgeusia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, insomnia, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 discrepancy noted for confirmation test-date: (B)(6) 2013- weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information, lot number added. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 19-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain') and abdominal distension ('constant bloating / bloating') in a 44-year-old female patient who had essure (batch no. A69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 205 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite"), dyshidrotic eczema ("dishidrotic eczema"), insomnia ("insomnia") and amnesia ("anyone experience memory loss? Short or long - yes") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, dysgeusia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, insomnia, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 discrepancy noted for confirmation test-date: (B)(6) 2013- weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- eczema. Lot number: a69938, manufacturing date: 2012-11, and expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media r content eceived: reporter information and event " anyone experience memory loss? Short or long - yes" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 29-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain') and abdominal distension ('constant bloating / bloating') in a 44-year-old female patient who had essure (batch no. A69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg): total bilateral occlusion. Breakage of essure device. (B)(6) 2005 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite"), dyshidrotic eczema ("dishidrotic eczema"), insomnia ("insomnia") and amnesia ("anyone experience memory loss? Short or long - yes") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, dysgeusia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, insomnia, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion: (B)(6) 2013. Discrepancy noted for confirmation test-date: (B)(6) 2013- weight 170 lb. Some events stopped immediately (metallic taste and bloating) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Lot number: a69938. Manufacturing date: 2012-11. Expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain'), abdominal distension ('constant bloating / bloating'), fatigue ('chronic fatigue') and dysgeusia ('metallic taste') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. (B)(6) 205 - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant) and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion") and decreased appetite ("no appetite") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased and decreased appetite outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyspareunia, fatigue, infection, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis.. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following one /ones were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " lost 30, no appetite" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057697) on 19-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first one placed in right tube broke'), pelvic pain ('pain in pelvis, feeling of tearing in pelvic area/ persistent pelvic pain/ pain'), dyspareunia ('dyspareunia (painful sexual intercourse )'), abdominal pain ('abdominal pain'), back pain ('pain in back / lower back pain'), abdominal distension ('constant bloating / bloating'), fatigue ('chronic fatigue') and dysgeusia ('metallic taste') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst, hypokalemia, hypertension, edema, nausea, vomiting, photosensitivity reaction, hyperlipidemia, ovarian cyst, dysplasia, oral surgery, caesarean section, pyelonephritis and recurrent urinary tract infection. Hysterosalpingogram (hsg) : total bilateral occlusion. Breakage of essure device. ''(B)(6) 205'' - lgsil of cervix. (B)(6) 2013, hysterosalpingogram (per mr). Concurrent conditions included cervical dysplasia, obesity, cervicitis, flank pain, urinary frequency, anxiety, dysuria, perinephric abscess, cough, sore throat, nephrosis, prophylaxis, cervical pap smear abnormal, chronic cystitis, cervical disc herniation, acute pharyngitis, neuropathy, post-traumatic stress disorder and viral syndrome. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), estradiol (estrogen), gabapentin and hydrocodone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dysgeusia (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced procedural pain ("very painful during insertion") and post-traumatic stress disorder ("post traumatic stress syndrome"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant) and rash papular ("red, itchy, bumpy rash"). In (B)(6) 2013, the patient was found to have weight increased ("gained weight at an alarming rate / weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("large ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of libido"), arthralgia ("pain in hips"), infection ("infections"), complication of device insertion ("complication of device insertion"), decreased appetite ("no appetite") and dyshidrotic eczema ("dishidrotic eczema") and was found to have ovarian neoplasm ("ovarian tumor") and weight decreased ("lost 30"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015 and partial hysterectomy/hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dyspareunia, ovarian cyst, fatigue, procedural pain, loss of libido, arthralgia, weight increased, infection, bladder disorder, urinary tract disorder, alopecia, allergy to metals, post-traumatic stress disorder, rash papular, ovarian neoplasm, complication of device insertion, depression, anxiety, weight decreased, decreased appetite and dyshidrotic eczema outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, decreased appetite, depression, device breakage, dysgeusia, dyshidrotic eczema, dyspareunia, fatigue, infection, loss of libido, ovarian cyst, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, procedural pain, rash papular, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 weight 170 lb. Some events stopped immediately (metallic taste and bloaing) or 1-2 weeks (pelvic pain, abdominal pain and lower back pain) following essure removal. Information received: first coil placed in right tube broke, date: (B)(6) 2012. The device was activated and the essure device was released 4 coil were seen in the cavity. Patient has titanium screws in my neck, covered by a nyla bone material. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hepatobiliary scan - on (B)(6) 2013: no acute cholecystitis or common bile duct obstruction. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Breakage of essure device. Tubes were blocked. Ultrasound abdomen - on (B)(6) 2013: hepatomegaly. Ultrasound kidney - on (B)(6) 2013: focally dilated calyx within the left mid to upper pole with adjacent focal echogenicity in the renal cortex. This is most consistent with pyelonephritis. Ultrasound pelvis - on (B)(6) 2013: focal region of decreased enhancement within the upper pole of the left kidney without associated calculi or hydronephrosis. Left perinephric fat stranding. Findings correlate to ultrasound findings seen on (B)(6) 2013 and are compatible with focal pyelonephritis. No evidence of abscess. Concerning the injuries reported in this case, the following were described in patient's medical record :confirming- bloating, pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.